Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. An alarm occurred during dwell two of five. When pt removed the tubing set, the tubing set was leaking solution. The origin of the leak could not be determined. Pt was given antibiotics as a precaution and had no ill effects. The sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.